Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Per the user guide, do not use any other insulin with your system other than u-100 humalog or novolog. Only humalog and novolog have been tested and found to be compatible for use in the system. H3 other text : device not returned.

Event description:
It was reported that occlusion alarms occurred. Reportedly, the customer had been using lyumjev insulin within the pump supplies. Tandem technical support informed customer that lyumjev is off label per the user guide. Customer changed pump supplies to address the issue. There was no adverse impact to the customer's blood glucose level.